Event description:
The patient's head was affixed in a three point mayfield headholder. As the surgeon was attempting to tighten the frame, the pins became dislodged which resulted in approximately a three inch laceration or the right side of the patient's head. Staples were placed at the laceration site and there was no additional injury noted. The mayfield equipment was replaced during the case and reapplied with no further complications. Attempting to obtain equipment identifying information.